Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured sepsis with a "possible " relationship to the impella device used: ¿patient's wbc trend was increasing and had productive cough. Cxr shows increased rll consolidation. Sputum culture was positive for gnr and gprs. Covid test + on (B)(6) 02024. Patient was treated for remdesivir and dexamethasone for 5ds for covid. Patient was declared non-infectious of covid on (B)(6) 2024.¿ it was reported that the patient/event has not recovered/not resolved. Additionally, the complaints team received an additional loqi notification regarding a patient that endured right axillary artery at impella site thrombectomy with a "possible" relationship to the impella device used: ¿patient went into the or for impella removal and heartmate iii lvad implant. After impella was removed, there was a loss of pulsatility of r radial arterial line signal. Surgeon performed thrombectomy after wean from cardiopulmonary bypass. No complications noted. Patient was continued to be monitored throughout admission.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The investigation of thrombus and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.